Event description:
Related manufacturing reference number: 2017865-2021-33795, related manufacturing reference number: 2017865-2021-33798. It was reported that the patient presented with an infection. It was noted that the patient's implant site had not properly healed. The implantable cardioverter defibrillator, right ventricular and right atrial leads were explanted. The patient was in stable condition.